Manufacturer narrative:
An outside of united states (ous) customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer's site and returned the instrument to normal operation. The cse found sample abnormal aspiration errors on the dilution arm pressure transducer as well as short sample detection errors on the dilution arm. During the intervention, the cse cleaned and realigned the dilution probe. The instrument is performing according to specifications. No further evaluation of this device is required. The demographics in section a2 and a3 (age and gender) is associated with one of the three patients. It is unknown if these demographics are associated with sample identifier (B)(6).

Event description:
Discordant sodium and potassium patient results (3 patients) were obtained on an atellica ch 930 analyzer. Additionally, an elevated enzymatic creatinine_3 (ecre3) result was obtained on one of the patient samples. Initial results were reported to the physician(s) and questioned. The same samples were repeated on an alternate atellica ch 930 analyzer instrument; however, the repeat results were not provided to siemens. The customer did not provide the sodium and potassium results. There were no known reports of patient intervention or adverse health consequence due to this event.